Event description:
After collecting blood sample the medical laboratory assistant flipped the safety shield to cover the needle. The left side of the safety device broke and would not cover the needle. The needle was placed in a separate sharps container and saved. This has been the only report made to date of the safety shield breaking.